Event description:
Customer reported that pump battery would not charge despite using a tandem charging cable and attempting to charge via wall outlet for more than 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support advised trying a different wall outlet and wall adapter, but the issue persisted. As corrective action, technical support arranged for a replacement pump while confirming that the customer could use multiple daily injections as a backup therapy. Customer was instructed on how to put the pump into storage mode and was asked to return the malfunctioning pump using a prepaid label within ten days.